Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had scratches to the screen and unable to read the screen. The customer¿s blood glucose level was unknown at time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test.